Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular ophthalmic artery aneurysm. The aneurysm max diameter was 9.2mm and the neck diameter was 7.3mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level 150. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). Pipeline d eployment began at the target vessel location and the distal end failed to open despite multiple adjustments. It was noted the pipeline was not positioned in a vessel bend. More than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was resheathed 2 or less times. No other steps or devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Outside the patient's body, the pipeline distal end was still noted to not open and had abnormal morphology. The pipeline was replaced to successfully complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed patency of the blood vessels.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:product analysis of ped-500-30, lot# b295530 visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip, or marker band. The pipeline flex pusher hypotube was found slightly stretched at the distal end with the ptfe shrink tubing still intact. No damages were found with the re-sheathing pad, pad restraint, and proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~~158.4cm and the usable length was measured to be ~151.8cm, which is within specification (specification: total (ref) = (B)(4), usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was returned fully opened. Possible causes of failure to open during the procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, device not positioned in a bend, the pipeline was resheathed 2 or less times, and patient vessel tortuosity as moderate. Therefore, the root cause of the failure to open could not be determined. There was no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. The hypotube was found slightly stretched, indicative of resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.